Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the right coronary artery. A 4.00x38mm promus premier¿ stent was advanced through a guidezilla extension catheter to treat the lesion. However, the device was unable to be advanced and upon removal, it was noted that the stent was partially stripped from the balloon. The procedure was completed with a non-bsc stent. No patient complications were reported and patient is doing well.